Event description:
Reference number (B)(4) event occurred in canada it was reported that patient faced infusion set tubing kinked event in the end of september. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.